Manufacturer narrative:
New information received from affiliate. Device is stripped and not burred as originally reported. Complaint is a non-reportable malfunction. The deformation of the driver tip did not result in any reported adverse consequences or surgical delay. If the device functional issue were to reoccur, other drivers of the same product code or alternate drivers with the same tip configuration would be readily available in the kit to complete the case without issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure c7-t10 psf congenital scoliosis. Expedium consignment set at (B)(6) hospital. Instrument became burred while being used to insert pedicle screws under power - short t20 shaft(698337505). Instrument became burred while being used to final tighten the construct - x25 final tightener shaft (279712600). Patient outcome post surgery n/a. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.